Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Per customer: leaking from the housing/handpiece. Per tech: confirmed: leaking at damaged endcap insulator. Repair log: (B)(4). Ll-co2 cryosurgical sys 900161 (B)(4).

Event description:
Leaking from housing/handpiece. 1216677-2021-00129-1 ll-cp2 cryosurgical sys 900161 (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples *analysis and findings: complaint (B)(4). Distribution history: this complaint unit (s/n (B)(6)) was manufactured at csi on 03/23/2017 under wo #(B)(4) and shipped on (B)(6) 2017. Manufacturing record review: DHR 200634 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: there is no record for this unit. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the end cap and a broken handle. Functional evaluation: complaint unit was functionally evaluated and found to not function properly. Root cause: the root cause for this complaint condition is being attributed to end user handling error. *correction and/or corrective action the unit was repaired, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. *was the complaint confirmed? Yes.